Manufacturer narrative:
Other: back pain, leg pain. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
No. Of patients:43; gender: (male:29; female:14); mean age: 51.7 years it was reported in the clinical aggregated data report that 43 patients diagnosed with traumatic vertebral fracture; and underwent surgeries in the period ranging from jan-2013 to sep-2016. Post-op, after 24 months follow-up, back pain was reported for 6 patients and leg pain was reported for 6 patients.